Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® serum blood collection tubes there was uneven condensation of the additive inside the tubes. There were no health consequences or impacts reported.